Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right atrial (ra) lead did not extend after thirty turns with the fixation tool. The ra lead was repositioned; however, the helix would not extend after forty-five turns with the fixation tool. As a result, the ra lead was removed and replaced. No adverse patient effects were reported.